Event description:
Caller reported alarm 2 followed by alarm 26, and multiple previous occlusion events were noted. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. Additionally, a complete pump system check was scheduled by cts. No further details regarding the outcome of the event were provided.